Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that a software problem message was seen. The patient said they were not getting enough stimulation and they were not satisfied. The patient said they have to charge every day in order for the system to work. No further complications were reported.